Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap was out. Customer's blood glucose level was 15 mmol/l. Customer reported that there was a little grey button and it keeps on popping out and because it pops out, it¿s squirting insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The drive support disk was inspected and found loose/protruded. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and stained end cap sticker. The test infusion set and reservoir does lock into place.